Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation. The left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.